Event description:
It was reported that a vessel perforation, hypotension and pericardial effusion occurred. The lesion being treated was located in the heavily calcified and tortuous left anterior descending artery (lad). A crossboss cto crossing catheter had some difficulty crossing the lesion due to the calcification. The crossboss was removed and a perforation was noted. A sting ray cto balloon catheter was advanced over a non-bsc guide wire, however upon exiting a non-bsc guide catheter the non-bsc wire was mistakenly pulled back therefore the sting ray never exited the guide catheter. The device were removed successfully and the procedure was ended to minimize radiation exposure. Post procedure the patient became hypotensive and an echo that showed a pericardial effusion. The patient was taken back to the cath lab for a pericardiocentesis and repeat angiogram. Act was drawn and heparin was reversed. Patient stabilized after pericardiocentesis. Angiogram showed small perforation. No further patient complications were reported and the patient was transferred to the ICU in stable condition.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).